Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure device just to the right of midline and not in the tubal ostia"), device dislocation ("migration of implant"), device expulsion ("migration of essure device location of device: moved to inside uterus"), device breakage ("device breakage"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 42-year-old female patient (gravida 3, para 2) who had essure (batch no. B06097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Concurrent conditions included umbilical hernia and paratubal cyst. Concomitant products included micropil plus (femcon fe) for birth control as well as levonorgestrel (mirena), oxycocet (percocet) from 2016 to 2017, prenatal vitamins since 2016 and zenchent fe. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2016, the patient experienced emotional distress ("severe mental and emotional distress"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("pain, lower abdomen") and vulvovaginal pain ("pain, vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laproscopic bilateral salpingectomy to remove the essure implant), surgery (laproscopic bilateral salpingectomy to remove the essure implant), surgery (laproscopic bilateral salpingectomy to remove the essure implant), surgery (laproscopic bilateral salpingectomy to remove the essure implant) and surgery (dilation &curettage). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, device expulsion, device breakage, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, emotional distress, abdominal pain lower, vulvovaginal pain and headache outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, device dislocation, device expulsion, embedded device, emotional distress, headache, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. Diagnostic results: advanced maternal age (ama) multigravida 35+, first trimester noninvasive prenatal testing (nipt) positive for down syndrome. Result of on an unknown date, ultrasound scan showed a single gestational sac is identified within the uterus. A fetal pole is visualized with measurements consistent with 10weeks 2days. No fetal cardiac activity is noted. This is consistent with a fetal death. Ultrasound revealed a missed abortion. Concerning the injuries in the case, the following ones were described in patient's medical records: pregnancy, abortion spontaneous most recent follow-up information incorporated above includes: on 26-jun-2018: pfs and mr received: reporter information updated and event headache added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure device just to the right of midline and not in the tubal ostia"), device dislocation ("migration of implant"), device expulsion ("migration of essure device location of device: moved to inside uterus"), device breakage ("device breakage"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 42-year-old female patient (gravida 3, para 2) who had essure (batch no. B06097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Concurrent conditions included umbilical hernia and paratubal cyst. Concomitant products included micropil plus and micropil plus (femcon fe) for birth control as well as levonorgestrel (mirena), oxycocet (percocet) from 2016 to 2017 and prenatal vitamins since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In august 2016, the patient experienced emotional distress ("severe mental and emotional distress"). In september 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("pain, lower abdomen") and vulvovaginal pain ("pain, vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laproscopic bilateral salpingectomy to remove the essure implant), surgery (dilation &curettage). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, device expulsion, device breakage, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, emotional distress, abdominal pain lower, vulvovaginal pain and headache outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, device dislocation, device expulsion, embedded device, emotional distress, headache, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. Diagnostic results: advanced maternal age (ama) multigravida 35+, first trimester noninvasive prenatal testing (nipt) positive for down syndrome. Result of on an unknown date, ultrasound scan showed a single gestational sac is identified within the uterus. A fetal pole is visualized with measurements consistent with 10weeks 2days. No fetal cardiac activity is noted. This is consistent with a fetal death. Ultrasound revealed a missed abortion. Concerning the injuries in the case, the following ones were described in patient's medical records: pregnancy, abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure device just to the right of midline and not in the tubal ostia"), device dislocation ("migration of implant"), device expulsion ("migration of essure device location of device: moved to inside uterus"), device breakage ("device breakage"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 42-year-old female patient (gravida 3, para 2) who had essure (batch no. B06097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Concurrent conditions included umbilical hernia and paratubal cyst. Concomitant products included levonorgestrel (mirena), oxycocet (percocet) from 2016 to 2017 and prenatal vitamins since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced emotional distress ("severe mental and emotional distress"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("pain, lower abdomen") and vulvovaginal pain ("pain, vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy to remove the essure implant), surgery (she had surgery, bilateral salpingectomy to remove the essure implant), surgery (she had surgery, bilateral salpingectomy), surgery (bilateral salpingectomy to remove the essure implant) and surgery (dilation &curettage). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, device expulsion, device breakage, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, emotional distress, abdominal pain lower and vulvovaginal pain outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, device dislocation, device expulsion, embedded device, emotional distress, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. Diagnostic results: advanced maternal age (ama) multigravida 35+, first trimester noninvasive prenatal testing (nipt) positive for down syndrome. Result of on an unknown date, ultrasound scan showed a single gestational sac is identified within the uterus. A fetal pole is visualized with measurements consistent with 10 weeks 2 days. No fetal cardiac activity is noted. This is consistent with a fetal death. Ultrasound revealed a missed abortion. Concerning the injuries in the case, the following ones were described in patient's medical records: pregnancy, abortion spontaneous most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease and medication, new events embedded device, device expulsion, device breakage, emotional distress, migraine, abdominal pain lower and vulvovaginal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (dilation & curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pain and pregnancy with contraceptive device to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.